Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that the mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with mr grade of 4. The clip delivery system was advanced to the leaflets; however, during grasping, the posterior gripper would not lower, initially. The gripper came down after a delay of 2-3 seconds. The clip was implanted and mr was reduced to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents. This event was further reviewed by an abbott medial affairs director. The reviewer concluded that the cause of the delay in the gripper actuation (gripper actuation issue) could not be determined from the imaging provided. Based on this information and without the device to analyze, a cause for the reported difficult to open or close (gripper actuation - single) cannot be determined. It is possible that the patient anatomy/user technique influenced the reported issue or there were extreme curves applied to the system in the anatomy which contributed to the user experience; however; this cannot be confirmed. There is no indication of a product issue with respect to manufacture, design or labeling.